Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced the continuous glucose monitor (cgm) application was not alerting and a hypoglycemic event. The patient reported that she did not receive an audio alert between 3:00am ¿ 6:00am on (B)(6) 2019, when her blood glucose decreased. She was given glucose and recovered. There was no documentation that she was transported to the hospital. The cgm and blood glucose (bg) values and the date and site of the sensor insertion was not provided. At the time of contact, the patient was in stable condition. Data was provided for investigation. There was loss of connection during the alleged time of 3:00 am to 6:00 am on (B)(6) 2019. There was a gap in the logs from about 12:16am to 5:05am on (B)(6) 2019. As a result of this the complaint could not be determined via data. The probable cause could not be determined via data. No additional patient or event information is available.